Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, early onset seroma, implant site hematoma. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two unspecified mentor saline breast prostheses on (B)(6) 2020, suffered right breast pain three days post-implantation, hematoma and a washout. On (B)(6) 2020, the patient underwent drain of the hematoma without removal of the implant. The patient also reportedly had seroma, fluid around the right breast implant. As a result, the patient was scheduled for unilateral implant explantation surgery and replacement on (B)(6) 2020.